Event description:
It was reported that the whole device was removed due to infection in (B)(6) 2012. Additional information received reported the date of onset/diagnosis of the infection was in 2012. The patient did not have meningitis. The patient¿s last refill occurred in 2012. The signs and symptoms of the infection included drainage and pocket erosion. The primary location of the infection was the device pocket. It was unknown if a culture was obtained. Treatment instituted for the infection included a total device system explant. The infection was resolved and the patient did not have drug withdrawal. The pump was used to infuse morphine sulfate.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).